Event description:
Information received by medtronic stated that the insulin pump had a critical pump error alarm and open book image. No harm requiring medical intervention was reported. Troubleshooting was performed. Customer will discontinue use of the device. Product will be retuned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.